Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the patient fell out of bed twice. When he used his recharger afterwards he felt an "explosion" down his legs. The patient said that was the only way he could describe. Left stimulation was on at a mild level but he was afraid to turn it up until it was interrogated. Impedances and group impedances were checked and were within normal limits. The patient was still getting great coverage and did not need to be reprogrammed, just needed amplitude turned up. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. It was noted that the patient's relevant medical history includes spinal pain.